Event description:
The clinic reported that a laser vision correction patient presented with straie, folds/wrinkles in the left eye one day post treatment. The surgeon relifted and repositioned the flap in the left eye. There was loss of best corrected visual acuity (bcva) reported by the account; however, no actual readings were provided. Patient reported that he was happy with his vision in both eyes.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.